Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After the closed wound, a post-surgery x-ray revealed an intra-articular foreign body. The insert was removed and the foreign body was extracted. It was damaged during removal, so it was replaced with a new one.